Event description:
Pt reported that the lancet carrier is not fully retracting, resulting in the lancet protruding from the device's end-cap. Pt reported that, as a result, he experienced an unintentional finger stick. Pt did not require treatment for the puncture. Technical support requested the return of the suspect product and replacement product was shipped.